Event description:
It was reported that when an asymptomatic patient presented to the clinic for a follow-up, post-paced t-wave oversensing on the ventricular lead was observed on a stored egm. The patient did not receive therapy due to oversensing. The device was reprogrammed and remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.